Event description:
A distributor service technician called to inform co that a orthopantomograph 10 a panoramic x-ray unit would start to radiate by itself after the tubehead was returned to the starting position. This happened three separate times until the cause of the failure was determined.